Event description:
At the end of a cataract procedure at an ambulatory surgical facility, the surgeon per normal practice, attempted to inject bacteriostatic saline via a 25 gauge hydodissector needle on a 3 ml luer lock syringe. After a small amount was injected, a "popping" sound was heard and the needle popped off and was propelled into the operative eye, dislodging the intraocular lens implant. The eye filled with blood and the pt was immediately referred to an out of town retinal specialist for definitive treatment. Dose or amount: 3ml, frequency: one time, route: intraocular. Dates of use: (B)(6) 22/2011. Diagnosis or reason for use: injection of saline.